Manufacturer narrative:
Correction: updating h1 to serious injury and patient sex to female.

Event description:
It was reported during in clinic follow up that the right ventricular lead displayed a change in r-wave amplitude and high capture thresholds. The product was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgment, inadequate capture, and r ¿ wave amplitude. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended despite the slight over torque of the inner coil. The full helix extension length was measured within specification. The reported events of inadequate capture, and r ¿ wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damaged.

Event description:
Additional information received noted lead dislodgement.